Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was unable to be charged with the tandem wall adapter. Customer was able to charge the pump using a different wall adapter. In addition, it was reported that the battery was incorrectly displayed. Customer's blood glucose level was 223 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.